Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment but the shaft broke. The procedure was completed with another of the same device. No known patient complications were reported.